Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Multiple documented attempts to obtain additional information from the user facility have been unsuccessful, to-date.

Manufacturer narrative:
Device was evaluated. Evaluation determined that the reported issue of device keeps shutting down was not able to be duplicated however, during functional testing, no output was observed on pwm (power) test due to faulty psu (power supply unit) board which suspected to be the cause of error code 200 ref 25. Further evaluation determined faulty plasmablend board when the pbdes 50w testing was performed. Using the reference test board, the unit passed the 2 hours burn in test. In addition, multiple minor scratches were observed on the housing. Review of fault log revealed error 200 ref 26, five times indicated energy signal error: stuck low. 200 ref 88, one time indicated main input failure. Psu status timing is not in the range 8ms - 10ms. Cpu checks if mains input voltage is out of range. Check main input voltage 200 ref 25, one time indicated overdose signal error: permanently on. Check overdose calibration 200 ref 24, two times indicated rf_det signal error: stuck low. The generator failed to detect an rf output voltage during activation and error 400 ref 12, one time indicated footswitch mode pedal stuck. The usual cause is that the relevant footpedal is held down during power on self-test or there is a faulty footpedal issue. Based on the evaluation findings the reported issue of device keeps shutting down was not able to be duplicated however, the reported error codes were confirmed as review of the fault log found the users reported error message issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unknown procedure the device keeps shutting off and resetting itself, unit generated error code 200 ref 25 and error code ref24. There were no further details provided regarding the event. No patient harm or impact reported. No user injury reported.